Event description:
It was reported that during the out of body test of the recanalization catheter, saline was observed leaking at the clear hub. There was no patient involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. The investigation is confirmed for a break as the y-connector was observed to be broken, which resulted in the reported leak. The root cause is not likely manufacturing related as all catheters are flushed with air 100% prior to packaging. It is unknown if procedural issues contributed to the event. The definitive root cause could not be determined based upon available information.